Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during a transesophageal echocardiography (tee), the patient was having difficulty with the procedure. The physician decided there's enough images and ended the procedure. According to the sonographer, the system was functioning normally. After the procedure, the system was moved downstairs and was rebooted. The sonographer was unable to locate the study in the system and claims that it was not accidentally deleted. An error message was displayed on the system indicating a software failure. It was not reported whether the procedure was repeated. There was no patient injury reported. No additional information was provided.